Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. H3 evaluation: one detached needle and a suture inside a labeled winding former were received for analysis. During the visual inspection of sample, the swage and attachment area were not observed as expected; since, the hit of the stake was higher than usual, causing that hit of the stake come across with the solid part of the needle. This condition caused the suture to be separated from the needle resulting in needle pull off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the suture needle pull off is suggested to be an incorrect swage resulting in a pull-out defect.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj5805, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation on (B)(6) 2020 and suture was used. During the procedure, the needle detached from the thread during passage through the tissue. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.